Manufacturer narrative:
It was reported that the patient's ipg no longer communicate with external devices. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that patient's implantable pulse generator (ipg) could not communicate with external devices. Patient underwent surgery on (B)(6) 2020 wherein their ipg was replaced. Patient is stable.